Manufacturer narrative:
H10: internal complaint reference (B)(4). H2: additional information in d4 (UDI no). H11: this report was inadvertently submitted under manufacturer number ¿1219602¿, the correct manufacturer number is ¿3003604053.¿

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There are two devices received. A visual inspection of device one found that the device has debris on the front end assembly. There are marker lines on the handle. The shaft of the device has a slight bend. A visual inspection of device two found debris on the front end assembly and on the handle of the device. The shaft of the device has a slight bend. A functional evaluation of the returned device found that it did not load properly. The complaint was confirmed and the root cause associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported bone anchor with arthroscopic delivery system, used in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, anchors would not load properly into the delivery device. An exact root cause cannot be determined with confidence without the return of the devices. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported device lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during an arthroscopic rotator cuff repair with bioinductive implant a kit of bone anchors were opened but the tendon anchors were not loading, a kit from a different lot number was opened and the procedure was successfully completed. No delay was reported. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.